Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The suture was tensed/twisted/wrapped around the proximal barb of the stent. The suture hole on the push catheter was torn. The guide catheter was stretched and broken close to the proximal end. The broken distal piece of the guide catheter remained inside the delivery system. During the investigation, the suture was separated from the delivery system to evaluate the distal end of the guide catheter. The distal end of the guide catheter was kinked/bent (suture impression). There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.